Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination of candida parapsilosis and stenotrophomonas maltophilia. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was not isolated at the time the user performed sampling for culture testing. The user used the device on a case before the results of the culture test were available. Related MFR report # 9610595-2024-17164 and 9610595-2024-17395. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. The results of the culture test conducted by a third party provided by the user are listed below: sampling date: jul 31, 2024. Sampling from: unknown. Cfu (colony forming units): unknown. Bacterial identification: candida parapsilosis. Sampling date: aug 5, 2024. Sampling from: unknown. Cfu: unknown. Bacterial identification: candida sp. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep 05, 2024. Sampling from: tip. Cfu (colony forming units): unknown. Bacterial identification: n/a. Sampling date: sep 05, 2024. Sampling from: all channels. Cfu: <1 cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.